Event description:
It was reported that the patient's family noticed severe increased spasticity in 2008. This was not responsive to increased doses of baclofen. Interrogation of the pump (date not provided) revealed that no baclofen had gone through the pump since the last refill on the same month. Specific pump volumes were not reported. The patient experienced increased sweating in addition to the increased spasticity. The underdose resulted in a hospital stay. The pump was replaced and the patient recovered without sequela. The pump was used to deliver baclofen 2000mcg/ml with a rate of 560mcg/day.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.